Manufacturer narrative:
This report is submitted on december 21, 2017, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the surgeon, it was reported that the patient experienced recurrent infections at the implant site. Subsequently, the patient underwent revision surgery on (B)(6) 2017, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet placed on the internal fixture.